Manufacturer narrative:
A medtronic representative, following-up at the site, reported the patient was doing well, following the procedure, and was not adversely affected. - (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated.

Event description:
A medtronic representative reported that, while in a pituitary surgery, the surgeon alleged a 7mm inaccuracy, lateral/medial, with all navigated instrumentation. The surgeon used a light touch when registering the patient, using tracer registration. Re-registering the patient did not resolve the issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.